Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the display did not have ink spots on the screen; however, the display was noted to be discolored. Investigation did not duplicate the ink spot complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the grip pad and the pump case was cracked in the upper right corner of the display area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.